Event description:
On (B)(6)2022 getinge became aware of an issue with spring arm of one of our surgical lights. As it was stated, dust cover was missing and cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th september, 2022 getinge became aware of an issue with spring arm of one of our surgical lights - powerled. As it was stated, dust cover was missing and cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d1 brand name and b5 describe event or problem fields deems required. This is based on the additional information that has been received. Previous d1 brand name: surgical light. Corrected d1 brand name: powerled. Previous b5 describe event or problem: on 20th september, 2022 getinge became aware of an issue with spring arm of one of our surgical lights. As it was stated, dust cover was missing and cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 20th september, 2022 getinge became aware of an issue with spring arm of one of our surgical lights - powerled. As it was stated, dust cover was missing and cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 20th september, 2022 getinge became aware of an issue with spring arm of one of our surgical lights - powerled. As it was stated, dust cover was missing and spring arm's cover was damaged with missing particles. The issues were confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with spring arm of one of our surgical lights - powerled. As it was stated, dust cover was missing and spring arm's cover was damaged with missing particles. The issues were confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the affected parts (hm56053311 - kom-blue 90/130/100 f-arm abdeckbl. 4st. & ard367825555 - kit spring arm cover 9-15 kg x'ten) were replaced. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. The device was not being used for the patient treatment upon the event occurrence. The issue was discovered by getinge technician who was performing the service. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is moderate. As per expertise performed by the subject matter expert at manufacturing site, the possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Regarding the other defect within the spring arm, subject matter experts concluded the following. The plastic fragments is due to the collision and the deterioration of the spring arms occurred during the handling of the device. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts (IFU 01581 en09, pages 20, 29). According to the information provided by getinge technician, in the malfunction investigated herein, user contributed to the issue and caused the damage. We believe that if the manufacturer recommendation had been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. Initial reporter: getinge service technician.